Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis could not be established, the culture results of achromobacter denitrificans suggests a breach in aseptic technique. This organism is found in soil and water and can also be part of the normal flora of the ear and gastrointestinal and respiratory tract in some humans. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. In an additional follow-up, the patient¿s pd nurse reported that the patient contacted the home therapy rn on the afternoon of friday, (B)(6) 2022, and reported abdominal pain and cloudy pd fluid. The patient was instructed to use the emergency antibiotic kit (drug and dose not provided). The patient was diagnosed with peritonitis. The patient came into the pd clinic on (B)(6) 2022 where pd effluent cultures were obtained. The patient was prescribed intraperitoneal (ip) antibiotics with an initial prescription of vancomycin 2g twice a week and cefepime 2g daily (duration unknown). The culture resulted positive for achromobacter denitrificans. The white blood cell (wbc) count was 2,913 (unknown units). The patient¿s antibiotics were adjusted, and the vancomycin was discontinued. The cause of the peritonitis is unknown. The patient is continuing pd therapy utilizing the liberty select cycler. The patient did not require hospitalization for the event.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. In an additional follow-up, the patient¿s pd nurse reported that the patient contacted the home therapy rn on the afternoon of friday, (B)(6) 2022, and reported abdominal pain and cloudy pd fluid. The patient was instructed to use the emergency antibiotic kit (drug and dose not provided). The patient was diagnosed with peritonitis. The patient came into the pd clinic on (B)(6) 2022 where pd effluent cultures were obtained. The patient was prescribed intraperitoneal (ip) antibiotics with an initial prescription of vancomycin 2g twice a week and cefepime 2g daily (duration unknown). The culture resulted positive for achromobacter denitrificans. The white blood cell (wbc) count was 2,913 (unknown units). The patient¿s antibiotics were adjusted, and the vancomycin was discontinued. The cause of the peritonitis is unknown. The patient is continuing pd therapy utilizing the liberty select cycler. The patient did not require hospitalization for the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.